Event description:
Procedure: open right hemicolectomy. Pt: female. According to the reporter: the surgeon had no intra operative problems. However, the pt was re-operated approximately one week later, a new anastomosis was performed, and temporary ileostomy was set. The pt has undergone three add'l operations since the initial procedure. Blood loss of more than 200cc was reported in total of all surgeries. Pt remained 12 days in the ICU, and was reported to be still in the hospital.